Event description:
The customer reported that the system displayed an error message 431. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep removed and replaced the lateral motor assembly and calibrated the lateral movement. The system operates as intended.